Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited some undersensing of atrial tachycardia/atrial fibrillation (at/af) on presenting and stored electrograms (egm). An atrial lead position check failure was also observed on the ra lead. The ra lead remains in use. No patient complications have been reported as a result of this event.